Event description:
Baxter received a report from a baxter technician stating the bed exit alarms were not alerting at the nurse station. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).

Manufacturer narrative:
Investigation into the reported incident determined that the issue was caused by a faulty room control board. The rcb was replaced to resolve the issue. The nurse call system is a comprehensive communication and information management system that helps caregivers provide the best possible care to patients in the most efficient manner. The system facilitates communication within a nursing unit. Caregivers have the ability to quickly locate and communicate with a fellow staff member, and patients can easily communicate with caregivers, the nursing station, or directly to their primary caregiver. When a bed is used in conjunction with voalte nurse call, the bed¿s exit alert notification, in addition to alerting at the bedside, is routed to designated communication devices (nurse console, patient station, dome light, mobile phone, etc.) And provides a visual and/or audible event alert notification at the designated device. The voalte nurse call instructions for use notes ¿the nurse call system is designed to be used only as a secondary alarm system for bed exit alarms. It should never be used as the primary bed exit alarm system. Although there was no adverse event reported, if the bed exit alarms were not alerting at the nurses station it could lead to a serious injury or death.

Event description:
Baxter received a report from a baxter technician stating the bed exit alarms were not alerting at the nurse station. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).

Manufacturer narrative:
The investigation is ongoing, however if any additional relevant information is identified following completion of the investigation, the additional relevant information will be submitted in a supplemental report.